Event description:
It was reported that the ventilator shut down and would intermittently power on and off while connected to a patient. It is unknown if the ventilator had an audible alarm when the reported problems occurred.